Event description:
The customer observed false (B)(6) results for one patient while using the architect anti-hbc ii assay. The patient is known to be (B)(6), since 2007. The patient is also (B)(6). No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
False (B)(6) result. No consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Sensitivity testing was performed with file kit material. The testing was completed using lot 06710li00. Since the likely cause lot is unknown, we have reviewed the distribution records of ln 8l44 to the customer and identified lot number 06710li00 as the last reagent lot, which was shipped. Therefore evaluation was performed for lot number 06710lf00 as representative for the unknown likely cause. The testing met the acceptance requirements which indicated that the lot was performing as expected. The complaint review did not identify any problems relating to the customer issue, false (B)(6) results. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect anti-hbc ii assay (list number 08l44, was not identified).